Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up due to the issue with host pc. The fse replaced the host pc and hard disk. After replacement of host pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not turning on. The system was not in clinical use. No harm has been reported to philips.philips has started an investigation of this complaint.